Event description:
A patient underwent a persistent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. It was initially reported by the customer that when being exchanged the thermocool® smart touch® sf bi-directional navigation catheter was noticed to have some blood inside the tip of the catheter. The catheter was exchanged and the issue was resolved. The case continued without any further incident. There was no patient consequence. There was no indication from the physician that there was any difficulty maneuvering or withdrawing the catheter. The catheter was being used with an agilis. Sheath of unknown size. The pebax did not appear damaged, and the physician, when running their finger over it, did not say that they noticed any damage. Based on the initial information that was available, the event was not considered to be MDR reportable since there was no indication of the integrity of the device being compromised. On 4-feb-2022, bwi¿s pal revealed that a visual inspection of the returned device found a reddish material and a hole in the pebax with internal metals exposure. This finding of a hole in the pebax is considered to be MDR reportable since the integrity of the device is compromised.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and dimensional analysis of the returned device. Visual analysis of the returned sample revealed that was found a reddish material and a hole in the pebax where metals are exposed on the thermocool® smart touch® sf bi-directional navigation catheter. The root cause of the pebax damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. A manufacturing record evaluation was performed, and no internal action was found during the review. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. Based on the findings above noted, the customer complaint was confirmed. The events assignment of root cause remains inconclusive based on the information available for review. However, there are clinical and procedural factors that may have contributed rather than the design or manufacture of the device; there is evidence that documented specifications and procedures manufactured the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).